Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had seen elective replacement indicator (eri) on her patient programmer about 6 months prior, but was no longer seeing it. The rep stated he was able to interrogate the ins fine. The impedance's were showing 278 ohms on 1 program and 834 ohms on the other, 1.8 volt and 40 hertz. The rep stated he was unaware of any overdischarge that the patient have had. It was noted that the charging appeared to be fine with 8 coupling bars and could charge up to 100% fine. They were told to monitor if that would come up again and that the patient should write down the code if they saw that again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.